Manufacturer narrative:
Additional information received on 28 december 2016 and includes: the pathogen results are not available yet. Batch review performed on 17 january 2017. Lot 163457: (B)(4) items manufactured and released on 05 september 2016. Expiration date: 2021-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon suspected the patient had an infection, so he performed a wash out and replaced the head.